Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.177¿ x 0.185¿ was not returned with the instrument. A cannula seal and a cannula were returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps was free-standing, as a passive instrument not being used at the time, when the entire head of the instrument suddenly bent sideways. No removal of the instrument from the trocar was possible. The instrument had to be removed from the patient together with the trocar. The instrument could not be removed extracorporeally from the trocar without completely destroying the instrument. The procedure was completing as planned using a back-up instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing abnormal seen. The head of the instrument was completely broken and fell into the patient. The fragments of the shaft also fell into the patient. All fragments of the instrument could be retrieved and there was no patient impact. The customer clarified that the instrument was passive without function in situ, but reported that after switching back to the fenestrated bipolar forceps the problem occurred. The problem with the device did not occur after a system failure. The jaws were not stuck on tissue and the instrument release kit (irk) was not used. There was no tissue damage as the instrument was not stuck on tissue. The instrument and trocar were removed from their fixation points, and both were removed together from the patient. There was no unexpected tissue removal and no unexpected bleeding. The instrument did not collide with another instrument or tool during the procedure. The procedure was completed with a replacement instrument. The fragments were retrieved, and no further test were needed.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fall inside the patient from fenestrated bipolar forceps (fbf) instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information becomes available. A review of the site's system logs for the reported procedure date was conducted by the isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided images was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae reported that it looked like the instrument¿s proximal clevis had been dislodged from the main tube and the main tube was additionally broken. The fae stated that this would have caused the instrument to be unable to be removed from the trocar.